Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when the surgeon began to insert the iol into the patient's eye there was trouble with patient's eye and iol implantation could not be done. Surgeon states that patient needs to see a specialist for his eye condition. The procedure was not completed. Additional information was provided indicating that the patient's capsule was so delicate that the surgeon did not see it permissible to complete lens insertion. There was no patient harm. No medical or surgical intervention was required.